Manufacturer narrative:
The blade subject to this MDR was returned to manufacturer for evaluation. It was visually confirmed that both tabs were broken from the mount and both tabs were returned also. The returned blade was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is multifactorial. The handpiece associated with this MDR is as follows: (B)(4).

Event description:
The handpiece was returned to the manufacturer for repair. During the repair, a broken blade was found. No patient injury or adverse consequences were reported.